Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with herniated intervertebral disc, c6-c7 and underwent anterior cervical discectomy and interbody fusion, c6-c7. As per op-notes, ¿at this time, the interbody space was prepared for placement of a 5 x 11 x 14 mm peek cage into which one third of a pledget of bmp was placed. This was countersunk approximately 3 to 4 mm.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.